Event description:
Per the clinic, the patient experienced bacterial infection at the implant site (date not reported). Subsequently, the patient was treated with a 3-week course of oral antibiotics (specific date not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.